Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a catheter break occurred. Vascular access was obtained via the femoral artery. During advancement of a 8mm x 2.00mm emerge balloon catheter into a non-bsc guide catheter, a shaft break occurred at the mid portion of the emerge balloon catheter. The devic was removed without incident. The procedure was completed with another emerge balloon catheter and the non-bsc guide catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event" 18 years or older. (B)(4). The complaint device was not returned; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).